Manufacturer narrative:
Additional information d7a g4 h3: the revision reported in the case may have been the result of polyethylene wear as stated in the operative notes. The extent and root cause of the polyethylene wear cannot be determined as the device was not available for evaluation and radiographs and photographs were not provided. H6.

Event description:
Per a report from the legal department, a 65 y/o male patient had an initial right knee replacement on (B)(6) 2021. Approximately 1 year and 11 months after the initial procedure the patient had a revised right knee surgery on (B)(6) due to prosthesis wear. Op report: pre & post operative diagnosis: right knee prosthesis with mechanical complication, right knee prosthesis with bearing surface wear. The procedure that was performed was a right knee revision of the tibial component with exchange of polyethylene insert. The patient reports having pain consistent with chronic inflammation. There were no gross signs of catastrophic polyethylene wear. The femoral component was not loose. The tibial component was not loose. There were no complications. The patient was transferred to pacu in stable condition. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D10: concomitant medical products: 6517411, 02-020-13-0350 - truliant cr cem fem cr cem right sz 5. 6846352, 02-022-45-5045 - truliant tray, cem sz 5f/4.5t.